Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a procedure the patient experienced a pericardial effusion and a cardiac tamponade. On (B)(6) 2019, the physician performed a supraventricular tachycardia (svt) ablation of the slow pathway. The catheters used during the procedure were a intellanav st for right ventricle (rv) pacing and ablation, ep-xt for right atrium (ra) pacing and recording, dynamic xt 2/5/2 for coronary sinus (cs) pacing and recording, and a dynamic xt 2/2/2 for pacing and recording. Sheaths were typical short sheaths with sizes of 6f for the diagnostic catheters and 7f for the intellanav st catheter. No complications were noted during the procedure or immediately afterward and no unusual occurrences were noted during the procedure. About 2 hours after the procedure, the patient had a drop in blood pressure and upon examination a cardiac tamponade was suspected. The patient was taken to the cath lab where a pericardiocentesis was attempted, but failed. The patient was then taken to the operating room (or) and after a pericardial window procedure, 300cc of blood was removed from the pericardium. At that time no further bleeding was occurring and the patient was fitted with a chest tube and taken to the intensive care unit (ICU). The chest tube was removed and the patient was discharged from the hospital with no further complications on (B)(6) 2019. The physician could not name a specific point in which he felt any of the catheters listed would have caused trauma. He guesses it was either the ep-xt in the ra or the dynamic xt in the cs but he can't say for sure. He doesn't recall any resistance when maneuvering any of the catheters and these are catheters he uses quite often. The direct cause and exact location of the bleed to cause the cardiac tamponade is unknown.